Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an occlusion issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: the alarm history showed evidence of one occlusion alarm. A rewind, load cartridge and prime sequence was successfully completed with no alarms emitted. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The complaint was verified in the history, but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.